Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was having intermittent pump stops while connected to the power module and batteries.

Manufacturer narrative:
The pt's percutaneous lead was repaired. The pt remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.